Manufacturer narrative:
This product was received and tested by technical services and though the image failure was confirmed, the cause was not fully determined. The blade was plugged into a test monitor and the monitor was powered on. The image was good at first, then became staticky seconds later and then cut out completely which led to a "no signal" error message. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, the blade wouldn't produce an image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.